Event description:
The complainant stated that the head up will not work on this bed. There is no error code or alarm.

Manufacturer narrative:
The technician found the position sensors were out of calibration. He calibrated the sensors to repair the bed.